Event description:
On (B)(6) 2012, the customer reported a swollen battery where the bottom of the case had to be opened to remove the battery. There was no pt involvement.

Manufacturer narrative:
(B)(4): on (B)(6) 2012, the customer reported a swollen battery where the bottom of the case had to be opened to remove the battery. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted once the investigation is complete.